Event description:
Additional information revealed that the patient passed away due to a stroke on (B)(6) 2023. The patient reported feeling poorly with left-sided weakness and had a fall in the emergency room.

Manufacturer narrative:
Related MFR #2916596-2023-05405 related to past stroke. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events spanning from 17apr2023 to 21apr2023. No notable events or alarms were captured. The pump appeared to have been operating as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists bleeding and death as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented the clinic with feelings of progressive weakness and a bit of confusion. They have a history of ischemic and hemorrhagic strokes in (B)(6) 2023. In the emergency department the patient had a confirmed c-diff infection with very active stooling. The patient had a mechanical fall on the morning of (B)(6) 2023. The patient had hit their head while at home. A computed tomography scan revealed a small subarachnoid hemorrhage. A review of the log files revealed some periods of pulsatility index (pi) events but nothing unusual was found. The feelings of weakness were attributed from change in altitude and cdiff/norovirus infection that affected their hydration status.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Previous stroke is covered under MFR number 2916596-2023-02638.